Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow keypad button had a delayed response and required multiple button presses in order to elicit a response. She stated that the up arrow button would only respond one fourth of the time. The patient reportedly noticed the issue a week ago and stated that it makes the rewind process extremely difficult to perform on the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because of the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.